Event description:
The patient was undergoing a laparoscopic biliopancreatic diversion procedure. An ethicon echelon 60 long linear cutter straight (ref. # long 60 lot #d4gnor) was being used. The stapler fired as it was supposed to, but did not release tissue. Even with emergency release, the blade did not lock out. The product was manually released. A second product was opened and used and the procedure was completed without harm to the patient. After reviewing the patient's record recently I found that she was taken back to the or two days later for a duodenoileal anastomotic leak. She was discharged home several days later in good condition. I am not sure if the device caused the leak or not.